Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after a renal and left iliac stenting procedure. Reportedly, a lot of resistance was met during advancement of the proglide into the arteriotomy. The proglide device was withdrawn from the patient and a starclose se device was used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.